Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose levels (30 mg/dl), cause was unknown. Customer declined further to provided additional information and further troubleshooting with tandem technical support.